Event description:
Complainant alleged that during a routine shift check by a clinician, the device one step cable was damaged and unable to attach electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a f/u report when our investigation is completed.